Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted. Manufacturer of device is unknown.